Event description:
It was intended to use an endeavor resolute drug eluting stent to treat an occluded lesion in the lad. The device was prepped and inspected prior to use with no issues noted. The lesion was pre-dilated with a non-medtronic balloon but the endeavor resolute device could not pass the lesion. The device was removed without issue and during examination it was found that the middle of the stent was damaged. The physician used a new device to complete the surgery. No reported patient complications. Evaluation summary: the device was returned to the manufacturing facility. The distal tip was flared. The distal shaft was kinked 4.2cm distal to the guidewire entry port. A number of struts on the 15th, 16th and 17th proximal stent segments were raised and deformed. The remaining segments were intact. Please note that this device (endeavor resolute) is distributed outside the united states: however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformed). Patient¿s condition affected effectiveness of device (occluded lesion). Deformation issue. Evaluation conclusions: known inherent risk of a procedure (stent deformed). Device failure related to patient condition (occluded lesion). (B)(4).